Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female underwent a breast augmentation revision with mentor memorygel breast implants 700cc and experienced bilateral rupture post-operational. The left side rupture was confirmed with an MRI. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 800cc, catalog number 3505800bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Additional information: on 8/22/2019, mentor became aware that there is no confirmation the patient experienced right side rupture. Manufacturer's reference number: (B)(4).